Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that both of the end users cadd legacy plus, mdl 6500, pumps were exhibiting no disposable error and she has been off her treprostinil for at least 5 hours. It was reported the end user mixed a new cassette with the same amount of treprostinil, as she was experiencing changes in her breathing. Per reporter the end user insisted upon restarting with the same dose as previously set, 55 nkm, 34 ml/24hr pump rate. Using 3 ml treprostinil 5 mg.ml every 48 hours. Dose: 55ng/kg/min continuous IV dates of use: from (B)(6) 2019 to current. Diagnosis or reason for use: pulmonary arterial hypertension (pah).